Event description:
Patient was revised to address femoral loosening. Clinical report states aseptic loosening - femoral (B)(6) 2013 - patients revision operative records and x-rays were received. Records do not indicate at which mantle the loosening occured.

Manufacturer narrative:
The device associated with this report was not returned. Medical records were provided for review. Review of the supplied medical records confirmed device loosening in vivo. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the root cause of the device loosening. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.